Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that an ambulance had arrived because the customer was experiencing low blood glucose on (B)(6) 2021. Customer¿s blood glucose readings were 24 mg/dl. Customer was unconscious because the insulin pump was shut off and it had a pump error alarm. The customer was treated with glucagon shots. Customer reported they were able to clear the alarm and able to rewind the pump. The self test and displacement test passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No pump error 37 alarm noted. The motor was tested outside of the device and passed. Device received with normal operating currents. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
On (B)(6). 2021 the customer was hospitalized for low bgs. Allegation to pump receiving pump error 37 alarms noted. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. No pump error 37 alarms noted. Pump error 37 alarm noted in the pump history/files on 02/10/2021 at 11:38pm. The motor was tested outside of the device and passed. No damage noted at the motor during visual inspection. Pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to j7/pcb 1 during visual inspection. The test p-cap and reservoir does lock in place in the reservoir compartment. Pump received with pillowing keypad overlay. Unable to verify customer alleged for low bgs. Pump error 37 alarms not confirmed during full functional testing. Pump error 37 alarm noted once in the pump history/trace files on 02/10/2021 however, no damage noted at the motor and passed outside of the device. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.